Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented for a routine follow up. The controller did not communicate with the system monitor and there was no damage noted on the white power cable. A controller exchange was performed and communication with the system monitor was restored. Log files captured the controller exchange on (B)(6) 2023. Once the controller was exchanged the pump function appeared normal.

Manufacturer narrative:
Patient weight was not provided. Manufacturer¿s investigation conclusion: the reported event of the controller not communicating with the system monitor was confirmed via evaluation of the returned heartmate 3 system controller (serial number: (B)(4)). The controller did not pass the preliminary test due to not communicating with the system monitor. The controller¿s white power cable was manipulated during testing with no effect. The controller power cables were replaced with test power cables and the issue resolved; the controller was communicating with the power module/system monitor appropriately. The controller was then functionally tested and passed without any issues. The white power cable of the returned controller was opened and inspection of the underlying wires revealed that the wire associated with the communication line was broken; this prevented the controller from communicating with the system monitor. The log file downloaded from the returned heartmate 3 system controller (serial number: (B)(4)) contained approximately 6.5 days of relevant data (31dec2022 ¿ 06jan2023 per the timestamp). The log file data did not indicate any issues with the system controller. The driveline was disconnected on (B)(6) 2023 at 12:32:53 to exchange the system controller. There were no notable alarms observed. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the reported event was determined to be the wire associated with the communication being broken; although not conclusively determined, the cause of the damaged conductor appears to be consistent with the repetitive flexing of the cable over time. Incidental findings: fluid ingress coating the protective layers of the black power cable and white power cable. Fluid ingress covering the insulation of the black power cable and the white power cable inner wires. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2022. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller and the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook section 4, entitled ¿living with the heartmate 3¿, explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.